Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer air dermatome was harvesting the skin too thin. Add'l clinical f/u on 10/20/2010 indicated that there was no harm or injury to pt, no add'l graft, no delay, and another device was available for use.